Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call they received a power loss alarm. Customer's blood glucose was unknown at the time of the incident. Troubleshooting was performed but was unable to clear the alarm. Customer was advised that the battery cap will be replaced.